Event description:
About 1 month after the primary surgery the surgeon revised the liner and the glenosphere due to infection with enterobacter aerogenes. Information received by the surgeon: previously the patient was operated in 2020 for a shoulder arthroscopy (arthrotomy, no implants involved) and became infected with the same germ 3 weeks after surgery and was treated with antibiotics. The source of the infection is unknown.

Manufacturer narrative:
Batch review performed on 03 november 2021: lot 2003974: (B)(4) items manufactured and released on 25-02-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved. Batch review performed on 03 november 2021: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2103241: (B)(4) items manufactured and released on 02-june-2021. Expiration date: 2026-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.